Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms. This lead was surgically abandoned and successfully replaced with a new lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.